Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 125 mg/dl. The customer reported that she stop using x23 insulin pump due to no delivery alarm and she was using x22 oow insulin pump instead. It was explained to customer the we can't performed troubleshooting because x23 pump was on filed. The customer wants to replaced the insulin pump. No further information was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip.